Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced dizziness, nausea, and blurry vision. It was indicated that the customer self-treated with a protein bar and drank a small orange juice. There was no report of death or permanent impairment associated with this event. A sensor scan result of 300 mg/dl was obtained and compared to a competitor brand meter result of 62 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. The length of sensor wear is two days.